Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. The patient was performing therapy with the homechoice at the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the event history logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. Review of the service history revealed no issues that could have caused or contributed to the reported difficulty. The device was received for evaluation and passed both the electrical and functional testing. No failure or malfunction was identified that could have caused or contributed to the home patient passing away. If additional relevant information is received, a supplemental medwatch will be filed.